Manufacturer narrative:
Findings: button error alarm and no button response due to corroded keypad traces. Pump received with cracked case at display window corner, broken reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated she was about to give a bolus and received alarm the customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.